Manufacturer narrative:
Batch review performed on 09-december-2020: lot 1909465: (B)(4) items manufactured and released on 03-mar-2020. Expiration date: 17-feb-2025. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs director: few weeks after primary tka a femoral fracture is identified. From the images reported, it seems that a significant anterior notching took place, probably at the time of surgery, and as the patient's bone is evidently porotic and weak, the fracture occurred even in absence of trauma. No reason to suspect a faulty device as the cause for this adverse event.

Event description:
Additional surgery performed 1 month after primary due to femoral condyle fracture. The surgeon fixed the fracture with a locking plate. The patient bone was weak.